Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had incompatible pump supplies resulting in a blood glucose (bg) of 540 mg/dl. The customer's son assisted the customer in administering a manual injection to address bg.